Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received forty samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed in twenty of the tubes. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for leakage was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5357575. Conclusion: the most likely root cause for this is a part sticking to the mold. When this happens the machine will give off another shot of plastic, which will burn the plastic already there. When cooled it leaves a second shot there but when bumped it will come off.

Event description:
It was reported that the 13x75 mm 4.0 ml bd vacutainer® plus plastic plasma tube had a leak at the bottom of the tube. No injury or medical intervention.